Event description:
New information received notes that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular high voltage lead was oversensing noise. The noise was reproducible in clinic with isometrics. The implantable cardioverter defibrillator was programmed off to prevent inappropriate high voltage therapy, and the patient was asymptomatic and stable at that point. The next day, the right ventricular lead was explanted and replaced, along with the right atrial lead which the physician elected to replace at the same time without allegation of malfunction. After the pocket was closed, there was a precipitous drop in blood pressure, and it was discovered that the patient's common iliac artery had been penetrated during the surgery. The patient was in critical condition in the intensive care unit post-procedure.